Manufacturer narrative:
Section references the main component of the device system; other relevant components include: product ID 8835 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type programmer, patient product ID 8703w lot# l51676 serial# implanted: (B)(6) 1998 explanted: product type catheter product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving sufentanil [2000 mcg/ml] at a dose of 1570.5 mcg/day, clonidine 1300 mcg/ml at a dose of 1020.8 mcg/day, and bupivacaine [22 mg/ml] at a dose of 17.275 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the actual residual volume (arv) was greater than the expected residual volume (erv) at the last two refills. It was noted that the hcp aspirated ¿a couple¿ more cubic centimeters (ccs) more than expected from the reservoir. It was confirmed that the patient was not having any symptoms or change in therapy. There were no indications of a motor stall for the patient. The two refill dates were (B)(6) 2014 and (B)(6) 2014. Further information received clarified that the volume discrepancies were actually six ml each time not ¿a couple¿ of ccs as previously reported. It was noted that the hcp seemed to think the 40 ml pumps could create these types of problems, per the representative. The hcp was wondering if the patient was having more in reservoir at refill than 8840 was a problem with the 40 cc pumps or if it was the programming of the boluses. It was indicated that the patient was fine and never exhibited any underdose or overdose symptoms. A 15 page print out of the pump event logs and technical report from (B)(6) 2016 was sent in with the report. Clarification regarding the event was received from the hcp via the representative on (B)(6) 2016. It was reported that the last two refills on (B)(6) 2016 and (B)(6) 2016 the hcp got back six ml more than what telemetry indicated that they should have. No symptoms or issues otherwise were reported. It was indicated that a dye and rotor study would be ordered but there were no dates as of yet. Further information was received from the representative on (B)(6) 2014. It was reported that the representative had had no contact with the hcp since the day that she reported the event. As a result she was unsure if a dye study was ever performed or what the results may have been. She also had no information about how the patient was currently doing as she had not seen him since that day either. The representative had no other information to provide. Additional information was received from the hcp on (B)(6) 2014. It was reported that at the refill on (B)(6) 2014 the erv was 1.6 ml and the arv was 7.1 ml; on (B)(6) 2014 the erv was 2.6 ml and the actual was 8.6 ml; on (B)(6) 2014 the erv was 3.5 ml and the arv was 7.8 ml; on (B)(6) 2014 the erv was 2.7 ml and the arv was 7.8 ml; and today on (B)(6) 2014 the erv was 2.4 ml and the arv was 6.8 ml. It was noted that this had been a problem for ¿months¿ now and that the hcp was suspicious of the programming from the programmer to the personal therapy manager (ptm) regarding the bolus volume. The refill printout from today ((B)(6) 2014) was attached. Additional information was received from the hcp on (B)(6) 2015. It was reported that the patient¿s pump was still having reservoir volume discrepancies and the patient did not like that the drug volume of approximately 5-6 ccs was being wasted at each refill. It was noted that the most recent refill was yesterday/monday (B)(6) 2015 and the erv was 1.5 cc but the arv was 8 cc. It was indicated that the discrepancies were pretty consistent from refill to refill and the patient was asymptomatic. It was stated that the hcp had a theory that because certain patient had a large number of patient activated boluses programmed he believed not all of the volume for each bolus was being delivered which was causing the discrepancies at the refills, per the hcp. Additional information was received from a consumer. It was reported on (B)(6) 2016 that there was an issue with the last pump. It was noted that the patient had had seven pumps that were all replaced due to normal battery depletions except for this pump there was an issue. It was replaced six months early because it was withholding up to 9 cc of medication between refills and this was a 40 cc pump. It was indicated that this was an ¿excessive¿ amount.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.